Event description:
The hosp reported the loop of the device broke off in a pt during a procedure. The doctor was able to retrieve the loop and completed the procedure with use of another device. There was no allegation of harm.